Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil stated that the touchscreen passed all flex cable resistance training and failed during the diagnostics and functional testing. The touchscreen displayed misaligned touch points. The technician at the pil verified that touchscreen was able to be calibrated after successful recalibration of the touchscreen using the touch screen calibration button noted in the diagnostics portion of the software. The touch points were properly aligned with the light crystal display (lcd) after recalibration and the touchscreen passed all diagnostic tests.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a touch position out of alignment. A touch calibration was performed but this did not resolve the issue. The touch screen was replaced after and confirmed to have resolved the issue. The customer replaced the touch screen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00039. All information from the original report(s) has been transferred to this report.